Event description:
It was reported by the patient that his lead was replaced due to fracture. It was further reported that the lead exhibited 'false readings.' Numerous attempts were made to obtain additional information without success. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that his lead was replaced due to fracture. Numerous attempts were made to obtain additional information without success. No patient complications were reported as a result of this event.